Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump passed flow accuracy. There was no known cause of the reported issue, and preventative service was done.

Event description:
It was reported that the display showed empty volume, while the cassette had medication in it, so the pump stopped working. There was patient involvement, and no patient harm/adverse event reported.